Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited low out of range shock impedances measuring 0 ohms on the right ventricular (rv) lead channel. Further in office review was recommended. No adverse patient effects were reported. This system remains in service.